Manufacturer narrative:
Additional information was added to h6 and h10: h10: the device was not returned, and the valid lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device leaked. The outside of the pump was wet "at the point of administration". This occurred prior to patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot was 23g114; however, the lot is not recognized as a valid lot. Should additional relevant information become available, a supplemental report will be submitted.